Event description:
The pt was implanted with a paracorporeal ventricular assist device for acute support. The perfusionist reported that while the pt was being transported, the speed of the primary console suddenly deceased to zero and the pump stopped. The pt was switched to a backup primary console. No harm to the pt was reported during this event.

Manufacturer narrative:
Usage of the device: the usage of the primary console is not known to the MFR as the device is not labeled for single use. The suspect primary console along with the motor in use during this event have been returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.